Event description:
I have the essure, ever since I got it I have had issues, the first six month I had painful intercourse, I got it done in 2013 and I keep getting weird side effects like the other reports, bad back pain every day, severe cramping I never had cramps before essure, heavy bleeding, headaches almost every day.